Event description:
A pulsavac plus wound debridement system was opened, and the tech realized that the glue was nearly non existent and the removable part was very easy to peal off. I will include pictures as it is easier to visualize then explain. Sterility may have been compromised.